Event description:
It was reported that the patient had frequent driveline fault alarms. A review of the log file revealed driveline fault events throughout the event history from 06mar2024 to 29mar2024. In addition, the log file captured 2 separated sets of no external power alarms. The first occurred on 10mar2024 that appears to have been a loss of power to the mobile power unit (mpu). The system continued to operate at the set speed and was supported by the system controller¿s backup battery until external power was restored. The second no external power event occurred on 19mar2024 and appears to have been the result of the patient disconnecting both power cable leads from the power source. The patient was seen in the clinic on 29mar2024 for routine follow-up. A ventricular assist device (vad) interrogation was performed, and frequent driveline fault alarms were seen dating back to 08mar2024. There were no recent x-rays of the driveline. The system controller was exchanged. Additional log files from the new controller did not capture new driveline fault alarms. The orange wire appeared to operate at a lower current than the other wires, indicating that there may have been some degradation, but not a complete break.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that follow up log files revealed continued driveline fault alarms.

Manufacturer narrative:
. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient presented to the clinic on (B)(6) 2024 with frequent driveline fault alarms. Log files continued to capture known driveline fault alarms. One of the wires on phase 3 might have been the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed the reported driveline fault alarms. Based on the patient's complaint history and similarly reported events associated with the heartmate ii left ventricular assist system (lvas), the driveline fault alarms are indicative of a potential driveline issue; however, a direct cause for these findings could not be conclusively determined through this evaluation. The submitted log file captured multiple silenced driveline fault alarms. These alarms had no impact on pump function, and the log files appeared to show the system operating as intended at the fixed speed. The patient¿s system controller was exchanged, and an additional log file was submitted. The log file captured no further driveline fault alarms. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further issue have been reported at this time. The relevant sections of the device history records for (B)(6), the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling.¿ section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.